Event description:
Additional information was received indicating the patient was seen in clinic. No further out of range measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The system will continue to be monitored via remote monitoring. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating low out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.

Event description:
Boston scientific received information via lattitude remote monitoring that this defibrillation lead and device displayed a shock lead impedance measurement less that 20 ohms. The field representative contacted technical services and additional lead testing was recommended. The device was interrogated and normal range values were noted. No adverse patient effects were reported.